Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 502 mg/dl at the time of the incident. The customer reported there was difference in sensor glucose and blood glucose readings. Sensor glucose value from reported event was 102mg/dl. Sensor glucose and blood glucose difference was not within acceptable range. The customer was running a little low and they did an over correction. Then she ate pasta and did not bolus. It was due to over correction. The reading was 314mg/dl and the last sensor glucose reading was 319mg/dl. The insulin pump will not be returned for analysis.